Event description:
Nurse called to report a hospitalization due to diabetic ketoacidosis. Caller stated that this is the second admission within two months. The current blood glucose reading is 209 mg/dl. The blood glucose reading at the time of the event was 330 mg/dl. Customer experienced nausea and vomiting. Caller stated that the customer has been admitted to critical care unit. Hospital is treating customer with IV fluids and insulin. During troubleshooting, time and date are correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.